Event description:
Customer reported the sensor was bent. Customer's blood glucose level is 214 mg/dl. Troubleshooting for site issues was performed. No infections noted. Little bit of blood was on site. Customer was advised possible cause of blood. Customer uses serter to insert sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.